Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) arrived at the customer site as per customer complaint regarding ortho analyzer not posting lld conditions during operation. The fe was able to verify this condition by reviewing the plate and tips. The fe inspected and cleaned the x-arm and performed multiple splld on both primary and reagent without error. The fe performed customer software checks without error. The customer accepted all repairs as valid. Repairs have returned this instrument to expected operation.